Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow button had stopped working and had to be pressed multiple times to complete functions. The patient reportedly wore the pump in an undergarment and did not clean the pump. This report is made based on the allegation of the up arrow response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact but the audio bolus button was torn. A torn audio bolus button will allow contamination to permeate the button contacts negatively impacting the button function. The torn audio bolus button was obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the buttons responded appropriately. There was no evidence of keypad contamination under the key contacts.